Event description:
During a kit inspection on 16 jul 2009, the sales representative reported that the prongs are not in alignment with the handle. Upon completion of the investigation of the complaint returned part on 25 september 2009, it was noted that the shaft of the incompass universal driver was twisted. This malfunction has been associated with an adverse event in the past.

Manufacturer narrative:
Product is an instrument and not implantable. A review of the device history record indicates the part met specification. Visual examination of the returned instrument indicates the shaft is twisted. An engineering investigation determined the cause for the bent shaft is due to the hollow shaft. The driver shaft was changed from hollow (cannulated) shaft to solid shaft in (B)(6) 2006.